Event description:
Castor tyre came off, castors replaced by authorised repairer

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s.the alleged incident occured in (B)(4).